Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. The customer's blood glucose value was 98 mg/dl. It was reported that insulin pump stopped working it was beeping. Customer reported insulin pump started alarming open book image customer reported they received the open book image on the pump screen and it was dropped also stated insulin pump has red x then shut off completely. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.